Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The issue could not be reproduced with the returned receiver. Pairing and calibration test was performed and passed, however, a review of the receiver download was performed and the issue of loss of connection was observed. The customer complaint of loss of connection was confirmed through data log review. The root cause could not be determined post investigation.